Manufacturer narrative:
Zoll has not yet received the thermogard in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the thermogard displayed tcmid: 05(coolant diif failure) error message. Another unit was used to continue the treatment. No patient harm or consequence was reported.